Manufacturer narrative:
(B)(4). The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime, compromised force sensor system test and excessive no delivery test due to motor error alarms.

Event description:
Information received by medtronic indicated that the insulin pump had repeated motor errors. The customer stated that, they were able to clear the alarm and able to rewind the insulin pump. The customer stated that, the drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.